Event description:
It was reported that a patient sustained second to third degree burns and blisters on the chest after hair removal treatment with the lightsheer duet. It was further reported that the patient is recovering without medical intervention.

Manufacturer narrative:
An examination of the subject device by a lumenis field service engineer found that the device operated according to specification. No related device malfunction was reported or observed. An evaluation of the reported treatment settings by a lumenis medical specialist concluded that the patient's fitzgerald skin type was assessed incorrectly, and therefore, incorrect treatment settings were employed in contradiction to device labeling. Additionally, it was reported that a test patch was not performed prior to treatment as advised in training procedures and device labeling.